Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that he demonstrated to the pt's parents how to exchange a system controller, and physically exchanged it and placed the pt on his new backup system controller. After placing the pt on the new backup system controller, the pump did not start and the display module read "low flow/pump off." The pt was then placed on his primary system controller which functioned correctly. The vad coordinator took the new backup system controller and interrogated its history, and it captured 78 events ranging from low flow/pump off, to speeds of 10000 rpms, to system controller cell battery low, to powers of 38 watts. The backup system controller was exchanged. The vad coordinator exchanged the primary controller with the new backup controller to make sure it worked properly, and it did. The system controller started up at the fixed speed of 8600 rpms. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.